Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to failure of ingrowth.

Manufacturer narrative:
No devices or photographs were received with complaint for investigation; therefore, the condition of the persona two-peg trabecular metal (tm) tibia component is unknown. Without a device for exam, neither visual nor dimensional analysis are possible. The device history records review on the product part and lot numbers identified no deviations or anomalies. The knee component compatibility matrix was reviewed and identified that all components are compatible this device is used for treatment. This device is used for treatment. A complaint history search identified no other complaint for the product part and lot combination of the tibial component.the primary surgical notes state that the patient underwent total knee arthroplasty (tka) to treat severe degenerative joint disease of the right knee. Bony cuts were performed, osteophytes removed, and the trial components were inserted. Releases of the iliotibial band, popliteus, and partial posterior cruciate ligament were required to achieve acceptable extension and flexion, well-balanced gaps, and excellent tracking of the patella. The final components were implemented using a cementless technique. Range of motion and stability were rechecked and found to be excellent with well-balanced gaps and acceptable patellar tracking. No intraoperative complication noted. The revision surgical notes state that the patient was revised two years and five months for a failed right tka secondary to mechanical complication and failure of ingrowth of recalled tibial component. Intra-operatively both the tibial component and the lateral plug were found to be grossly loose and removed. A field action was conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. An FDA recall contains the related tibial lot number. The corrective actions investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices. Therefore, the problem with this device constitutes a design issue as the root cause.